Manufacturer narrative:
Continuation of d10: product ID 8709 lot# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg at a dose rate of 300 mcg via an implantable pump. It was reported that the patient continuously presents with meningitis. The patient has had this infection twice with the pump. The neurologist was reporting that they think it might be a bacterial crust inside the pump. The catheter had been sent for "mcs" (microscopy, culture, and sensitivity), as well as a swab of the outside of the pump, and also the remaining bacentra in the pump. Regarding factors that may have led or contributed to the issue, it was indicated that the refill was done sterile, with no abnormalities, except the pump position was very difficult for the refill and the refills took longer than normal. After the second infection, the physician and family decided to explant the pump and catheter. They were awaiting all diagnostic results. The patient was put on oral medication for the spasticity. The issue was not resolved as of (B)(6) 2025. The pump was explanted and was to be returned. The patient was without injury regarding their status as of (B)(6) 2025.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The exact date of pump implant was unknown. The pump was implanted almost behind the pelvis bone and subfacially which made it very difficult to refill. The patient was implanted in the united states and the catheter serial / lot number could not be found in the report of the clinician programmer tablet. Regarding the results of the samples sent testing/culture, all mc results were negative for any bacterial growth. The patient been given oral baclofen, and roxafin antibiotics were given for a week after removal of the pump and catheter. The infection was cleared up till this date. The catheter would not be returned to the manufacturer as it had been sent to mc , but the pump was to be returned.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#: unknown, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-40 pump: analysis identified the outlet port o-ring was damaged or missing which is consistent with a leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.